Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture, high and variable thresholds. It was noted that the implantable pulse generator (ipg) had failed to find the correct threshold and set the output too low resulting in loss of rv pacing. Reprogramming was done, and the lead and ipg remain in use. No patient complications have been reported as a result of this event.